Event description:
The doctor reported the implant was removed due to osseointegration failure, around three months after implant placement. Bone quality around the area was type IV, and oral hygiene around the implant was moderate. Local infection was observed during the implant removal surgery. Bone augmentation material was used on implant placement surgery. The patient has since recovered.

Manufacturer narrative:
Please see attached summary memo.